Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue with the patient¿s implantable cardioverter defibrillator (ICD) was suspected as the patient experienced bradycardia. Upon interrogation, the ICD was functioning as programmed. The ICD remains in use. No further patient complications have been reported as a result of this event.